Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and while the reported issue was not duplicated, a ventilator inoperative error code was found in the event log. The device's main board was replaced to address the issue.